Event description:
It was reported that a scheduled transmission review showed atrial fibrillation (af) events from (B)(6) to (B)(6) 2025 showing undersensing and t wave oversensing. The smartpass feature was off as previously noted due to small amplitude signals. No adverse patient effects were reported. The device remains implanted.